Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a damaged of the device's display was observed. The device¿s display was replaced to address the issue.